Manufacturer narrative:
The device was made by vygon sa in france. The sample was sent overseas to vygon (B)(4) on (B)(4), 2011. Results of the investigation are not yet complete, but will be submitted to FDA in a follow up MDR within a month of completion.

Event description:
Dual lumen umbilical catheter with a cracked green hub. The catheter had been in place for 4 days and had lipids infusing through the distal green hub lumen using a pump. The catheter was removed without incident. No pt harm occurred as a result.